Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracoscopy when device is being used in the lung, the jaws of the device would not close. Another handle and cartridge were opened and used without incident. There was no patient harm.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracoscopy when device is being used in the lung, the jaws of the device would not close. Another handle and cartridge were opened and used without incident. There was no patient harm.